Manufacturer narrative:
The device was not available for return as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. It is possible the stenosis observed in this case was due to progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. This patient¿s pertinent medical history included class iii chronic systolic and diastolic heart failure, hypertension, chronic obstructive pulmonary disease, and dyslipidemia. As the device was not returned to edwards for analysis, the root cause for the severe stenosis remains indeterminable; however, patient related factors may have contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a 23mm pericardial valve was disabled after an implant duration of seven (7) years, nine (9) months, twelve (12) days due to symptomatic severe prosthetic aortic valve stenosis. A second device, a 23mm transcatheter pericardial valve, was implanted in the aortic position during a valve-in-valve procedure. Per obtained medical records, the patient presented with progressive exercise intolerance with dyspnea on exertion, dizziness, fatigue, and lower extremity edema. Pre-operative echocardiogram revealed a mean gradient of 68 mmhg, peak gradient of 112 mmhg and severe aortic stenosis. The transcatheter valve was successfully deployed. Both devices remained implanted. The patient was taken to the intensive care unit in stable condition and discharged home in stable condition on post-operative day one (1).